Manufacturer narrative:
The pump was received with currents within specification. The pump was set with the time/clock and monitored. No time/clock anomaly was noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, cracks near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer's blood glucose was 154 mg/dl at the time of call. The customer stated that they treated the high blood glucose with insulin pen. The customer stated that they felt tired and had a headache. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues and settings. The customer declined to perform high pressure test. The customer mentioned that the insulin pump kept losing time. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.